Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Mfg address line: (B)(4).

Event description:
It was reported that an embolic stroke occurred resulting in vison loss and arm weakness. On (B)(6) 2022, the patient was admitted for chest pains, shortness of breath, weakness, fatigue, dizziness, an impluse diagnostic guide catheter along with an anxiety catheter and non-bsc 3.5 catheter were selected for use in a coronary intervention procedure. A left atrial appendage clot was observed. The patient experienced an embolic stroke resulting in loss of peripheral vision and continued left arm weakness. No further patient complications were reported.